Event description:
There is a reported upcoming revision surgery. The surgery intended to revise both the talus and tibia since the surgeon was not able to get to the tibia for intramedullary preparation and fixation without removing the talus. The surgeon will need to use invision tibia and talus. The reason for the revision is because the tibia has subsided likely secondary to osteolysis under component and low profile tibia component in patient with tn arthrodesis.

Manufacturer narrative:
The reported event was confirmed based on available medical records and professional health care expert¿s assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed CT scan shows that the tibia has subsided secondary to osteolysis under component and low profile tibia component in patient with tn arthrodesis based on investigation, the root cause was attributed most likely to a patient related issue. The failure of tibial component was caused osteolysis. Furthermore, subsidence of tibial component was most likely caused by multifactorial reasons including poor bone stock, biomechanical dysbalance and poor metabolism around the implant if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is a reported upcoming revision surgery. The surgery intended to revise both the talus and tibia since the surgeon was not able to get to the tibia for intramedullary preparation and fixation without removing the talus. The surgeon will need to use invision tibia and talus. The reason for the revision is because the tibia has subsided likely secondary to osteolysis under component and low profile tibia component in patient with tn arthrodesis.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report h3 other text : device remains implanted.